Event description:
It was reported, the patient was provided with a trial lead. On the procedure table the lead was tested and was providing stimulation relief to the pain area. Postoperative, the patient was no longer receiving stimulation in the correct area. The physician had an x-ray taken which revealed the lead had migrated. The physician placed a new lead the same day, and it was reported stimulation coverage was regained during the trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.